Event description:
On (B)(6) 2014, it was reported that the menu button on the patient's infusion device was not functioning and the check button was only functioning intermittently. The patient also reported that the rubber covering of the up and down buttons was worn out. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics and the buttons. The resulting short circuit damaged the pump electronics and the buttons. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.